Manufacturer narrative:
On 5/27/2019, it was reported to mentor that the patient had replacement with gel mentor memorygel breast implant 550cc. On 5/27/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6736547, and no non-conformances related to the reported complaint were identified. On 5/29/2019, the mentor failure analysis lab has received the device for evaluation. On 6/18/2019, during evaluation of the sample it was received in three parts. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Microscopic examination of the edges of the rupture not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: gel mentor memorygel breast implant 400cc, catalog number: 3504004bc, serial number: (B)(4), lot number: 6800999. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 400cc and experienced rupture on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2019.